Event description:
It was reported that the customer was hospitalized with dka. Troubleshooting revealed the time was behind by one hour, otherwise, the pump was working properly. Recommended trying a new vial of insulin, later the customer's family mmeber called back and said that the doctor would like the pump replaced since testing indicated there was no other cause for incident.